Manufacturer narrative:
Product event summary: the device was returned and analyzed. No anomalies were found.

Event description:
It was reported that the patient had a bacteremia/septicemia/pocket infection. The patient was treated with antiobiotics and received a temporary pacing lead and external pacemaker. A new device and lead were implanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5086mri implantable pacing leads x2, (B)(6) 2012. (B)(4).

Event description:
It was reported that the patient had a bacteremia/septicemia/pocket infection. The patient was treated with antibiotics and received a temporary pacing lead and external pacemaker. A new device and lead were implanted. No further patient complications have been reported as a result of this event.

Event description:
The patient was reported to have significant fatigue and was febrile for several days. The patient tested positive for pseudamonas. While hospitalized, the patient was noted to have mental status changes and a computerized tomography scan was positive for left temporal intracranial hemorrhage. The patient is a participant in the surescan post approval study.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.